Event description:
It was reported that during a bicep tendon repair procedure on (B)(6) 2014, the surgeon attempted to zip down the implant with a ziploop, but it seemed to bottom out on the zip. A second ziploop was used to complete the procedure. The patient retained the button of the ziploop. A delay of thirty to thirty-five minutes occurred.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.